Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure, the crown of the diamondback peripheral orbital atherectomy device (oad) dislodged from the device.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis and detailed analysis were performed on the returned device. The reported complaint of crown separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported crown separation appears to be related to circumstances of the procedure. Scanning electron microscope (sem) analysis shows the presence of solder at the crown bond location on the driveshaft and the crown internal diameter indicating that the crown had been bonded to the driveshaft. There is also reflowed solder ball evidence on the crown edge indicating possible friction/heat occurred causing the solder bond to reflow and separate. Engineering review of the device data log identified a bog event (speed drop) during the procedure. It is possible that the bog event is related to the crown detachment; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: a2, a3, a5, a6, b1, b2, b3, b5, b6, d4, d9, g3, g6, h1, h2, h3, h4, h6 (codes 4582 and 2199 added. Codes 4755, 4118, 3233, and 11 no longer apply), h10 (the second orbital atherectomy device referenced in b5 is filed under a separate medwatch report number).

Event description:
It was reported that during procedure, the crown of the diamondback peripheral orbital atherectomy device (oad) dislodged from the device. Additional information received indicated the oad was removed and it was observed ex vivo that the crown had become dislodged from the intact driveshaft but remained on the driveshaft. Following planned percutaneous transluminal angioplasty with an unspecified balloon, the detached crown of the first oad was found on the balloon upon balloon removal from patient. The physician was not aware it detached and remained in patient. There were no adverse patient effects and no clinically significant delay in the procedure.